Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedures particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side device rupture. Healthcare professional later reported right side "nodule of high intensity, unspecific", "lymph node in right armpit hyper echogenic compatible with infiltration by silicone", "siliconomas in right axillary ganglion" diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Continued e1 (phone number):(B)(6). The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side "nodule of high intensity, unspecific", "lymph node in right armpit hyper echogenic compatible with infiltration by silicone", "siliconomas in right axillary ganglion" diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture. The status of the device is unknown.